Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received picture shows that the header part of the avantage impactor tip is broken. Therefore, the reported event is confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. The instruction for use has been reviewed and it was found that cleaning and sterilization instructions are described in it, like storage and use. A complaint extract was done regarding instrument fracture: 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 58mm, reference a4640058, from january 01, 2018 to december 09, 2021. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product.

Event description:
It was reported that during impaction of definitive avantage reload acetabular cup (total hip replacement), part of the avantage 58mm impator tip broke off. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Visual inspection of the return product identified an avantage impactor tip ref. A4640048, batch z19b1843. Three of the four tips are broken. It can be noticed that the product showed in pictures does not correspond to the one send back for analysis as on the picture, there is only one tip broken in the header part, whereas on the product received, 3 tips are broken at a lower level than in the photo. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. The instruction for use has been reviewed and it was found that cleaning and sterilization instructions are described in it, like storage and use. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during impaction of definitive avantage reload acetabular cup (total hip replacement), part of the avantage 58mm impator tip broke off. No adverse health consequence has been reported as the result of the malfunction.